Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer's blood glucose level was 22.7 mmol/l at the time of the incident. The customer was assisted in troubleshooting for high blood glucose. The customer had positive results in ketones test; their ketones were at 2.6. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.